Event description:
It was reported that the positioning of the intraocular lens (iol) was very difficult. The iol was positioned correctly at the end, pupil not round, no vitreous body, capsule intact. The findings from the first post-operative check up are as follows: refraction sph +0.50 cyl -0.75 a166° v0.8 vsc 0.8pp conjunctiva: hyposphagma nasal and below cornea: delicate descemet's folds, hh edema, stromal swelling, paracentral temp endothelial coatings: anterior chamber: tyndall, pigment cells iris: small iris pigment leaf defect no further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - initial reporter first: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581: hs-eye anatomy issue : pre-existing disease all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.